Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient underwent a revision surgery approximately two years post-operatively to address a migrated xia serrato polyaxial screw.

Event description:
It was reported that a patient underwent a revision surgery approximately two years post-operatively to address a migrated xia serrato polyaxial screw.